Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow buttons were intermittently unresponsive. The keypads button symbols were allegedly worn off. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the button symbols were found to be worn but there was no visible damage to the keypad rubber. The contrast and ok keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts and the up, down and contrast contacts were found to be misaligned. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.